Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and was unable to get the lens to seat properly in the eye. The reporter stated the incident was due to the patient's condition who had multiple health issues including diabetes retinopathy and panretinal photocoagulation. The incision was enlarged to remove the lens and the eye was left aphakic. Sutures were required to close the wound.

Manufacturer narrative:
Evaluation codes: results - visual inspection of the returned product showed that there was no visible damage to the lens. There was evidence of a clear surgical residue.